Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was in 700 mg/dl range. Elevated blood glucose was address with manual injection and correction bolus via the pump. Customer changed pump supplies and resuming insulin to address the issue.